Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic where it was found that the patient's pacemaker would not pair with their at-home transmitter. Multiple attempts were tried with various transmitters. However, none of the attempts were successful. Patient will continue to be monitored and a healthcare provider will try a different type of transmitter at the next visit. Patient was stable after the event.